Event description:
It was reported that the patient had an infection with stomach pain. The patient had not used the pump in years. The patient was last seen by their device managing physician on (B)(6) 2003. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8703w, lot# l45812, serial# implanted: explanted: product typ catheter. (B)(4).

Event description:
Additional review indicated that the health care provider stated " the pump were going to be replaced."